Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Customer returned wrong lot# of test strips vial. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system (B)(4). Manufacturer contacted customer on (B)(6) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention or symptoms since the last call.

Event description:
Customer calling states that is getting very high blood results. Customer states that also compare to her competitor and the results are higher. The expected fasting blood glucose test result range is 140 to 170mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was performed non-fasting by the customer and produced test results of 334 and 365g/dl using true metrix meter. Test strip lot manufacturer's expiration date is 05/31/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (date/time not stored correctly): result 1:361mg/dl date: (B)(6) 2018 time:1:56pm fasting; result 2:329mg/dl date (B)(6) 2018 time:10:15am fasting; result 3:346mg/dl date: (B)(6) 2018 time:10:17am fasting; result 4:102mg/dl date: (B)(6) 2018 time:1:30am fasting; result 5:261mg/dl date: (B)(6) 2018 time:5:37am fasting.